Manufacturer narrative:
H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of irido-corneal angles. In a separate visit the lens was exchanged for a shorter length lens and the problem resolved. Cause of event was reported as unknown.